Event description:
Respiratory therapist (rt) and registered nurse (rn) doing two-person skin check and cares, when rn noticed an object up against the patients' hard palate. Upon inspection, the blue hook, found on a noninvasive ventilation (niv) interfaces to secure the mask to the face, was lodged and had cut into the patient's hard palate. Rt and rn came to assist. Manufacturer response for flexitrunk (original report was hat but further evaluation it was the blue piece, fisher and paykel (per site reporter). They were made aware on 12/04/24. Currently awaiting manufacturer response.